Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply bag did not connect properly to a peritoneal dialysis set with cassette. This occurred during priming. The technical services representative advised the patient caregiver to begin therapy over with new supplies. There was no report of patient injury or medical intervention. Additional information was requested and is not available.